Manufacturer narrative:
H3. Investigation summary: post pud upgrade - customer reporting that they had placed an order for gram negative panel in their lis, epi (444165/jrpn03200056) had immediately yellow flagged it and had already put in an organism before they even load the panel. Remoted in and was able to see that this is not related to pud or software upgrade but customer's lis mapping. From the log file it was seen that the name change to memnoniella was by user lis which is due to ordering each drug individually. Antibiotics should be ordered by panel. The organism code mem for memnoniella is also same for antibiotic meropenem on the lis. Customer followed up and advised and to either change the org code so it doesn't match the antibiotics or change their whole mapping to be from panel rather than individually and will be provided lis vendor interface. This is not a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of september. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h10

Event description:
It was reported that while using bd epicenter¿ single user software, there was misassociation of two gram negative panels. No patient impact or treatment change reported. "Reported that while ordering gram negative panels in lis it makes "needs attention list" flagged on epicenter and organism memnoniella with pending rules is generated without scanning nor testing the panel in the instrument. Customer noticed this happening twice (previously and today) after their software and pud upgrade performed on 9/14 and never occurred before upgrade. Customer explained their issue please refer to case comments but snapshot is that customer's lis was mapped to "order" drugs so has same code to order a particular drug as well as a particular org ID."

Event description:
It was reported that while using bd epicenter¿ single user software, there was disassociation of two gram negative panels. No patient impact or treatment change reported. Reported that while ordering gram negative panels in lis it makes "needs attention list" flagged on epicenter and organism memnoniella with pending rules is generated without scanning nor testing the panel in the instrument. Customer noticed this happening twice (previously and today) after their software and pud upgrade performed on (B)(6) and never occurred before upgrade. Customer explained their issue please refer to case comments but snapshot is that customer's lis was mapped to "order" drugs so has same code to order a particular drug as well as a particular org ID."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.